Manufacturer narrative:
Corrected information: (the model number of lead is not part of the 2011 riata externalized conductor recall).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, ventricular lead noise and high pacing impedance was observed on the right ventricular lead. It was also noted via an x ray that an externalized conductor was present. The lead was capped and replaced on (B)(6) 2020. The patient was stable after the procedure.